Manufacturer narrative:
The insulin pump was received with no vibration alert due to broken red wire on vibrator motor. No beep anomaly noted during testing. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump would no vibrate and beep to some of the alarms and alert. The customer reported that the insulin pump did not vibrate when they pressed act button after using up arrow button to set an easy bolus amount. The customer's blood glucose was 64 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food. The customer stated that the beep was set to high. The customer stated that the insulin pump did beep during tone test. The customer stated that the vibrate mode was on. The customer stated that the insulin pump did not vibrate while performing self-test. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.